Event description:
Additional information received via email: the issues were noticed following sterilization after use but prior to any further use and removed from use immediately. No intervention needed but further tracheostomy tube needed immediately to replace affected tube. The event was resolved but this was the third occasion this has happened with this patient. No relevant tests/laboratory data. Other relevant history, including pre-existing conditions - the patient requires a tracheostomy tube to maintain the airway due to pharyngomalacia. Has chronic lung disease from prematurity with emphysematous bronchopulmonary dysplasia, and subglottic cysts. Was born at 24+5 weeks gestation and has previously required non-invasive ventilation at home and oxygen ? Ventilation stopped 1 year ago, and oxygen stopped recently. Concomitant medical products and therapy dates (excludes treatment of event) ? The patient uses tracheostomy tubes, suction catheters, suction machine, ng tube and feeding pump. The medications prescribed at the time of incident were omeprazole twice daily, levetiracetam twice daily and azithromycin every other day. Patient info was added. Date of event was on 18-apr-2023 and occurred in family home. No adverse patient effects were reported by the customer.

Manufacturer narrative:
Other text: a2, a3, a5, b3, b5, and h6. Health effects, updated., corrected data: h3.

Event description:
It was reported that in two tracheostomy tubes, the introducer appeared rusty and there appeared to be air bubbles in the tracheostomy tube after sterilization following guidelines. No report of patient involvement.

Manufacturer narrative:
B3: date of event is unknown, no information has been provided to date. A supplemental MDR will be filed as necessary in accordance with 21 cfr 803.56 when additional reportable information becomes available.

Manufacturer narrative:
Device available for evaluation, h3. Device evaluated by manufacturer and h6. Evaluation codes: updated. Email is: (B)(6). One device sample was received without the original packaging. Six (6) photos were also received for evaluation; photos showed rust in the complaint sample. The complaint was confirmed by cosmetic discoloration issue. No other analysis was performed. The root cause was not determined. Based on the analysis performed this issue can occur when the device is exposed to the weather for a long time and subsequently undergoes sterilization, this is due to the transparency of the device material; this discoloration does not affect the use of the device. A device history record (DHR) review reported no discrepancies or non-conformances during the manufacturing of the reported lot number. No corrective action was taken as the device was used and after the sterilization it was detected the cosmetic discoloration issue.